Event description:
It was reported to nuvectra a revision of the stimulator was performed due to high impedance readings. During the revision surgery, the physician noticed a fractured lead that was caused by a broken anchor. Subsequently, the stimulator and lead were replaced.